Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause was not known. Reportedly, the customer lost consciousness and bumped their head. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple follow attempts were made by tandem customer technical support (cts) obtain additional information, however, no response was received.